Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. A good faith effort was made to obtain additional information but the requested data was not provided. The available data was forwarded to product support engineering for further evaluation. At 20:29:36 a "spo2 low alarm" was generated. It's possible that the "spo2 low alarm" generated at 20:29:36 was acknowledged within the alarm delay for a desat alarm and therefore a desat was not generated. However, based on the fact that we do not have the trend data review from the central station and the alarm review from the bed side monitor, we can not verify that this was the case. Based on the available information, the exact cause for the reported issue could not be established. Section a gender: corrected from female to unknown section h health impact: corrected from serious injury/illness/impairment to insufficient information h3 other text : see h10.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported that on (B)(6) 2021 a desaturation alarm did not sound around 8:30 pm. The patient was found with 32 desaturation. The customer reported that the event resulted in a delay in the management of the patient who would have gone into cardiac arrest.